Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix, when exercised, would not extend or retract smoothly. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.